Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was torn at the contrast button. During testing, the contrast button was intermittently unresponsive; which has no effect on insulin delivery. All other buttons responded appropriately. The keypad cover was removed and contamination was found under the contrast key contact. The contrast contact was inverted. Unrelated to the complaint, the display screen was dim and discolored.